Event description:
Case #8 from the same distributor involved in a cusa excel 23khz cem nosecone (lot # 1115499) that activated after one hour of use even though the button for activating the unit had not been pressed. The unit could not be deactivated. The setting was 60 - 70% power during a liver resection. There was no injury reported. There was no delay as the staff was able to use another unit to complete the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.